Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Multiple reprogramming was tried to no avail. As a result, the patient underwent surgical intervention wherein the ipg was explanted.